Manufacturer narrative:
The issue was resolved for the customer by replacing the brake rings and related hardware.

Event description:
It was reported by service report that the brakes are not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the brakes are not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.